Manufacturer narrative:
A specific root cause could not be identified. No instrument malfunction could be detected.

Event description:
The user received questionable ise results for one patient sample. The user noticed the initial results were not like normal for the patient and pulled the sample to repeat testing. Of the data provided, the results for sodium and potassium were discrepant. All results are in mmol/l. The initial sodium result was 162 and the repeat result was 142. The repeat result from another cobas c501 was 141. The initial potassium result was 4.91 and the repeat result was 3.76. The repeat result from another cobas c501 was 3.75. The erroneous results were not reported outside the laboratory and the patient was not adversely affected. The sodium and potassium electrode lot numbers were not provided. The field service representative was unable to reproduce the erroneous results and checked the ise performance functions. The user verified the analyzer operation by running calibration, quality control and precision testing with results within specifications.